Event description:
The check valve on the primary line (which prevents secondary infusion from flowing back into the primary bag) failed. Secondary infusions (IV piggy-backs) such as antibiotics were not being delivered to patient. They were back-filling the primary infusion bag, being mixed, and then delivered at the primary rate (10ml/hr).